Manufacturer narrative:
Correction: h6 - investigation conclusions code was updated to unintended use error caused or contributed to event, was previously reported as no problem detected.

Manufacturer narrative:
The reported event of failure to advance the guide wire through the lead was confirmed. As received, a complete lead was returned in one piece. Unable to test the guidewire insertion due to damaged inner coil at the connector and distal regions. The cause of the reported event was isolated to the damaged inner coil consistent with procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in-clinic for a left ventricular (lv) lead implant. During the procedure, it was observed that the guide wire had resistance while advancing through the lv lead. The lv lead was replaced. The patient was stable throughout the procedure.